Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel not working properly. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image was a faulty main board (cm), it had corrosion and sulfation. In addition, the cause of the front panel not working properly was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Event description:
It was reported that the video system center was malfunctioning and had no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.